Event description:
It was reported that the connecta plus3 white blend w/o nut OEM experienced leakage. The following information was provided by the initial reporter: according to the customer's report, chemo leakage was observed from the area around the stopcock. The name of the anticancer agent is unknown.

Manufacturer narrative:
H.6. Investigation: bd performed a co-investigation with atom japan. The photo and sample were reviewed, and the reported issue was not confirmed. During evaluation no leakage was observed from any location of the device. Since the reported failure was not confirmed a manufacturing related root cause cannot be established. There is a possibility that during use one of the connections could have become incomplete or loose, resulting in the leakage. A device history record review was not performed since a lot number was not supplied for the investigation. See h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connecta plus3 white blend w/o nut OEM experienced leakage. The following information was provided by the initial reporter: according to the customer's report, chemo leakage was observed from the area around the stopcock. The name of the anticancer agent is unknown.